Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra 2 meter has a power issue (meter does not turn on). On march 12, 2008, this medical affairs specialist contacted the pt to obtain/clarify more info; however, the pt stated she could not remember many details about the event. After the reported issue began on the day before at 6:15pm, the pt was unable to obtain a blood glucose reading and reportedly developed symptoms described as "shaky and weak". The pt administered self-treatment by drinking root beer and reportedly felt better soon after. The pt was not tested on any other device and denied requiring any medial intervention. The pt indicated that she has trouble with hypoglycemia often and does not know whether the symptoms could have been prevented if she had a functioning meter that day. It would have been helpful to obtain the following info: date and time of when symptoms began, and food intake and blood glucose readings prior to the symptoms. During troubleshooting, the customer care advocate verified that the meter's battery was not replaced per the owner's manual, and the meter did not power on with the power button and the test strip inserted into the meter. The pt did not have a replacement battery. The reported issue was not resolved. This complain is being reported because the pt claimed she developed symptoms that can be associated with severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.